Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt underwent a trial procedure for a scs system, and the pt was implanted with two percutaneous leads (from the same lot) on (B)(6) 2011. It was reported that a dural tear or puncture occurred during the procedure. The physician did not specify whether the event involved a dural tear or puncture, but he stated that cerebrospinal fluid leakage occurred. It was reported that the pt developed a headache postoperative. The leads were allegedly not explanted. The current status of the pt's symptoms is unk; no further info is available at this time.